Event description:
It was reported that the customer was hospitalized due to dka. Diabetic educator, and customer both felt that the pump was to blame for the hospitalization. Troubleshooting was done, and pump passed all required tests.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Co therefore considers this report complete.